Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair completion.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. (The spi bus is an internal communication link between the cpu and the gds.) It's unknown if the device was in use on patient, but there was no patient harm reported.